Event description:
It was reported that stent partial deployment occurred. The greater than 50% stenosed target lesion was located in the normally tortuous and highly calcified left lower extremity. Following pre-dilation, a 5 x 150 x 130 innova stent was advanced ipsilateral over a non-bsc guidewire and stent deployment was initiated. The thumbwheel was used to deploy the stent. The thumbwheel was able to deploy 95% of the stent. The pull grip was attempted to deploy the remaining 5% but the pull grip did not work. The physician then backed the delivery catheter over the wire and the stent released and was able to deploy. The stent did not appear stretched or elongated. The stent was deployed in the target lesion. The percutaneous transluminal angioplasty (pta) procedure was completed. There were no patient complications and the patient was fine.